Event description:
Today on a routine procedure of cardiac catheterization, using the same technique used over the years and using a cordis 6 french jl 4 diagnostic catheter (cat#534-620-t, lot 13395954, expiration date 03/2011) over an appropriate guide wire, the tip of the catheter reached the left coronary ostium, the wire was removed and immediately the distal three inches of the catheter broke away and began floating in the arch of the aorta. Intravenous heparin was administered and dr. From interventional radiology was called and he retrieved the fragment using the appropriate technique safely. We are notifying you of this incident in order that you can do root cause analysis to prevent such an incident in the future. The catheter was picked up by your representative. [See scanned pages.]